Event description:
It was reported that the patient was involved in a motor vehicle accident where his care was rear ended. The patient experienced "whip lash". Shortly after the accident the patient experienced an increase in spasticity and a fractured catheter was identified. The catheter was replaced. No patient outcome reported. Additional info has been requested, but was not available as of the date of this report.